Event description:
The pt was treated with the penumbra system 032 for occlusion of the posterior mca division, m2. The 032 system was used preceding a dose of retavase. After an 80 minute f/u angiogram revealed no significant change, the 032 system was attempted again. The procedural report indicates that, "attempts at advancing an 032 separator wire through the catheter were unsuccessful. A repeat attempt with a new separator wire was also unsuccessful due to kinking on the aspiration catheter. The transend wire was advanced through the separator and catheter, and aspiration was applied to the catheter as the catheter was advanced and retracted through the area of clot in the posterior parietal and angular common trunk. Following the second penumbra aspiration, there was dramatic improvement in flow to the posterior parietal and angular branch with continued occlusion of the artery of the central sulcus." The physician was contacted regarding the apparent catheter kink and responded that there was "no adverse event and malfunction." He went on to state that, "I believe the kinking was from multiple uses." No adverse events occurred as a result of the kinked catheter and the pt went on to experience tici-3a flow following the use of the penumbra system and retavase.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.